Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Upon investigation, it was found that batteries were installed backwards in the battery compartment. Additional testing confirmed that batteries may leak when the batteries are placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 09/12/2016 to report an event on (B)(6) 2016 in which batteries exploded inside the battery compartment of her purely yours breast pump immediately after completing a pumping session. She reports gray fluid leaking from the pump base after hearing a loud pop noise. Customer did not come in contact with the leaking battery fluid therefore no injury or burn occurred.